Manufacturer narrative:
This report is submitted on march 05, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement following an MRI (tesla unknown). The patient's head was wrapped as an approved indication in europe. Surgery to reposition the magnet has been completed (date not reported).